Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device stopped running right after the speed assessment. Therefore, the reported condition was confirmed. It was further determined that the motor was worn out; and the flex circuit potting was cracked and also worn out. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the console device stopped running and then turned back on when used together with the motor device and another/second console device. It was further reported that the motor device kept powering off the second console device. There was a five minute delay to the surgical procedure. Spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.